Event description:
It was reported that the customer's insulin pump alarmed during the manual prime process. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked battery tub threads, scratched screen, cracked reservoir tube lip, and missing end cap sticker.